Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4)). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified bacteria (1 cfu/100ml) were detected from the subject device. The testing result cleared french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. Instrument channel: >100 cfu/100ml (unspecified bacteria) and 99cfu/40ml(micrococcaceae); suction channel: >100 cfu/100ml (unspecified bacteria) and 123cfu/40ml(staphylococcus coagulase negative); auxiliary water channel: 23/100ml (unspecified bacteria) and 9cfu/40ml(micrococcaceae); air/water channel: >100 cfu/100ml (unspecified bacteria) and 38cfu/40ml(micrococcaceae). The subject device had been disinfected using an olympus automated endoscope reprocessr model etd4 (not available in the u.s.) With peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".